Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation approximate age of device - 4 years. The replaced portion of the driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient called in the morning to report that the lvad system had produced a yellow wrench alarm. The patient reported one alarm at midnight and one at 0730. Upon interrogation, low speed advisories and a pump stoppage event were noted. The lvad clinician suspected a driveline fracture. An ungrounded power module patient cable was sent home with the patient. The patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed 2 pump stoppage events. A review of submitted x-rays showed some heavy tape that had been previously applied to the external portion of the driveline and a shield disruption right beyond the taped area just outside the body, but was not conclusive. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. The entire external portion of the driveline was replaced with no issues. The system was connected to a grounded power module patient cable after the replacement and pump stoppages did not occur. The patient was to be monitored for a few hours then discharged if the alarms did not return.